Event description:
It was reported the front display of the insufflation unit disappears intermittently. The issue occurred during preparation for use for an unspecified diagnostic procedure, completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, h6 the device was returned to olympus for inspection, and the customer's complaint of front display of the insufflation unit disappears intermittently was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the front display disappearing intermittently along with an alarm occurring is due to the circuit board failure. An additional event of internal channel tube oil leakage was identified, and since the oil is not included in the tube components of the subject device, it is presumed that fluid from outside invaded inside the tube. Olympus will continue to monitor field performance for this device.